Event description:
New information received indicated that the patient presented to the clinic on (B)(6) 2023, and programming changes were made. The patient was asymptomatic.

Event description:
It was reported that a remote transmission showed the device had exhibited episodes of automatic mode switch (ams) due to atrial under-sensing. No intervention was made at this time. No patient symptoms were reported.